Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and was spontaneously triggering breaths. There was no patient involvement.

Manufacturer narrative:
H6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it being unable to maintain peep (positive end expiratory pressure) and spontaneously triggering breaths was confirmed. The asp also observed that the device's exhaled tidal volume (vte) levels were unstable, resulting in low vte. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm. H3 other text : serviced by asp.